Event description:
It was reported that there was a pericardial effusion. Prior to the start of the procedure a 1cm pericardial effusion was noted. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Eleven days post procedure the patient went to the emergency room due to the pericardial effusion. The physician performed a pericardiocentesis and 800cc of fluid was drained from the patient. The effusion was resolved the next day. No other complications were reported to have occurred and the patient is expected to make a full recovery.